Event description:
It was reported that the lower screen of an external pulse generator (epg) goes blank when pressing the emergency key for async (asynchronous) pacing. The battery voltage measured low and the battery was replaced. However, the lower screen still goes blank when pressing the async button. The epg is expected to be returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).